Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose was 441 mg/dl. The customer stated that the he was using insulin pump system within 48 hours. Customer was treated for high blood glucose with manual injections and insulin pump. The customer performed troubleshoot for the high blood glucose incident. Customer reported symptoms as a result of high blood glucose such as nausea and feeling lousy. Customer was not using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.